Event description:
It was reported that the filter of an interlink administration set leaked. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.